Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the device and alleging the device is noisy. The patient alleges to experiencing a cough. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the device and alleging the device is noisy. The patient alleges to experiencing a cough. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing particles in the device and alleging the device is noisy. The patient alleges to experiencing a cough. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. There was no medical intervention required by the patient. Box b-describe event or problem was incorrectly stated and is corrected here: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The device was sent back to the manufacturer related the field safety notice for evaluation. There was no medical intervention required by the patient. The device was returned to the manufacturer¿s third-party service center for further investigation. There is no indication of any external findings. The device was internally inspected. The device powered on and airflow was confirmed. The device¿s downloaded logs were reviewed by the manufacturer. No error codes were found. The manufacturer concludes that foam particles was observed in the device. The device was scrapped. All sections in this complaint were corrected and updated.